Event description:
It was reported that the insulin pump alarmed several errors when a battery was reinserted after the device had been stored for an extended period of time. The blood glucose reading was 300 mg/dl. Advised the customer to wait until the alarms deleted from the device history. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.